Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device experienced inappropriate shocks due to over-sensing. Boston scientific technical services (ts) was contacted and confirmed that this over-sensing likely occurred due to low amplitude measurements. Additionally, intermittent beat-to-beat under-sensing was also observed, which was determined to be normal due to the variable refractory periods of the device. Ts recommended performing in-clinic postural testing and provided complete device data for review. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.